Event description:
Pt had an outpatient diagnostic laparoscopy with lysis of adhesions and ablation of endometriosis. Pt was discharged home the same day. The night of surgery, the pt called surgery and reported that when she went to the bathroom at home, she pulled an instrument out of her vagina. Pt described the instrument as two inches long, curved, and metal. Pt had no pain or bleeding. Pt returned the metal piece to the hospital and it was identified as a small acorn manipulator. The surgeon turns the manipulator during the laparoscopy, and it may have come unscrewed from the metal threaded tube. During examination of this device, we noted that it will come unscrewed if turned counterclockwise only 1/2 turn. The design of this device could be improved. Surgery is considering replacing the two-piece acorn manipulator with a one-piece model without threads.